Manufacturer narrative:
Review of the provided data indicated that the alleged sample is a low titer sample. This would explain why wavering results were generated when the sample was repeated. This is a sample-specific issue and the reagent is performing as intended. The observed discrepancy is most likely due to the sample being a weak positive for the flu b target that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. A result discrepancy may be expected between assays due to potential differences in the tests¿ limits of detection (lod) and intended use.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged a discrepant result for a single patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged sample initially generated a positive result for influenza b and negative for sars-cov-2 and influenza a. The following day, the patient was tested using a competitor's (tauns laboratories) rapid antigen test, and obtained negative results for both influenza a and b. The sars-cov-2 and influenza a negative, influenza b positive result was reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.